Manufacturer narrative:
Technician found that the left head brake caster was not holding, but the brakes would set due to a broken shaft on the caster. Replaced the caster to resolve this issue.

Event description:
Information received alleged that the left head brake caster was not holding.